Event description:
During a turp procedure, the distal portion of the electrode broke off. The broken piece was flushed out during evacuation. The bladder was perforated during the turp and open surgery was performed to repair the perforation. Although the dr concluded that the perforation was not caused by the electrode, nevertheless, facility is reporting this incident as an MDR. Device will be returned by hosp to user facility.